Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s previous ins depleted quickly two months prior in (B)(6)-2017. The patient also experienced a painful shock that takes a few minutes to wear off. It was stated this was a sudden change in symptoms. The patient¿s replacement surgery is scheduled for (B)(6) 2017. No complications or further complications were reported.